Event description:
Reported via clinical study. It was reported transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, the patient presented to an outside emergency room (ER) with sudden onset slurred speech with difficulty getting words out and right facial droop. During computed tomography (CT) imaging, the patient had resolution of facial drooping and improvement in speech. CT brain imaging showed no acute intracranial abnormalities. Magnetic resonance imaging (MRI) of the brain showed findings consistent with chronic microvascular white matter ischemic changes and remote microhemorrhage within the medial aspect of the right temporal lobe. The patient was diagnosed with a tia. The symptoms resolved and the patient was discharged.